Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient's nurse reported via phone call that the patient had been hospitalized for a blood glucose value of 350 mg/dl and diabetic ketoacidosis. The patient experienced nausea, vomiting, and abdominal pain. No further details were provided. The insulin pump was not returned for analysis.